Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A minicap transfer set leaked while in use on a patient and as a result, the patient experienced peritonitis. The leak point was not identified. The patient visited the emergency room and the transfer set was changed. Subsequently, the patient experienced peritonitis and on an unreported date, the patient began treatment for the event with unspecified antibiotics (no further detail). It was not reported if the patient was hospitalized for the event. At the time of this report, physioneal and extraneal therapies were ongoing. No additional information is available.